Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer was wearing the infusion set for 2-3 days. Tandem clinical support informed customer that wearing the infusion set for 2 to 3 days is off label per the tandem user guide. Additionally, it was reported that multiple cartridges were leaking from an undefined location. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 268 mg/dl.